Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(4): the following was recorded in the complaint reporting form: unable to deploy stent properly. Another stent was used to complete the procedure. (B)(4): the following information was provided by area rep verbally: "cannot deploy stent properly, cannot push pusher forward. Push until slight bent at the end of product. Patient is fine." This file was created to capture the difficulty in deploying the clso-, (B)(4) is capturing the sis-10 device.

Manufacturer narrative:
This is a cancellation report. Confirmation received on 23-apr-21 that (B)(4) (emdr 3001845648-2020-00895) can be cancelled. This is due to the fact the root cause of the deployment issue was the user error of the altering of the sis device which prevented the total deployment of the clso stent. This will be captured under the investigation of (B)(4) (emdr 3001845648-2020-00957).

Event description:
This is a cancellation report. Confirmation received on 23-apr-21 that (B)(4) (emdr 3001845648-2020-00895) can be cancelled. This is due to the fact the root cause of the deployment issue was the user error of the altering of the sis device which prevented the total deployment of the clso stent. This will be captured under the investigation of (B)(4) (emdr 3001845648-2020-00957).